Manufacturer narrative:
Occupation: micu manager additional reporter: (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Fiber optic (fo) sensor troubleshooting was unsuccessful. The customer mentioned that the inner lumen clotted off a few days prior but wasn't sure. They were unable to aspirate blood from it and capped it. The interventionalist was at the bedside speaking with the family as the patient¿s neurologic status would be the deciding factor in the plan going forward. The rn and the physician stepped outside the room to discuss options to keep the iab in. The getinge representative explained that they would need another arterial pressure (ap) source to run the iabp safely, appropriately, and most optimally. The physician explained that the patient needed an MRI to assess neuro status so the iab would be coming out the following morning at 7:00 am. We reviewed that running the iabp without an ap source is outside of our instructions for use (IFU) recommendation. The physician understood and said they were okay with running it using ECG only just overnight. It was reviewed how to check timing using markers via printed strips and they were encouraged to call in if anyone had any questions. There was no patient harm or adverse event reported.

Manufacturer narrative:
Correction to previous MDR mfg report number 2248146-2024-00533: usage of device changed from reuse to initial use. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).